Event description:
Case report from (B)(6) reported as: "(B)(6)-2015, a stent graft (other MFR) had been implanted 7-8 years ago in this patient, and aneurysm-like condition was confirmed proximal and distal end of the implanted stent graft due to vessel remodeling. The operation plan was to implant two relay plus on proximal and distal portion of existing stent graft to cover whole descending aorta. Evar was also planned after tevar because abdominal aortic aneurysm was also confirmed. Relay plus (28-m3 42 250 42 25 90u (lot #: 140121130)) was inserted first. Due to highly flexed aorta around the diaphragm and also due to existing stent graft, some difficulty was encountered on advancing relay plus delivery system. Relay plus outer sheath was then passed through flexed area, and then the inner sheath was advanced out of the outer sheath. The inner sheath was delivered to the intended area and it was deployed with controller position 2. Even though, there was some difficulty, the stent graft was successfully deployed. In order to release the bare stent, the physician unscrewed the thumbscrew on apex release retainer. After unscrewing, it was found that apex release grip was not fixed on stainless steel rod. The apex release grip was moved freely on the rod and it was unable to release the bare stent at the tip. From the troubleshooting on the similar issue occurred before (bol-054/taa-0176), the metal part of greenwire located inside the rod was pulled by forceps from the back side of stainless teel rod. The bare stent was finally released. The delivery system was then retracted from the body without further problems. The second relay plus (28-m3 42 195 42 25 90u (lot #: 131205174)) was next inserted to the distal portion of existing stent graft. Resistance was encountered again during delivery, but the stent graft was successfully deployed without any problems. Touch up was performed, and no endoleak was observed on the post-implant angiography. As planned, evar was performed next. It was completed without any problems. The delivery system of first implanted relay plus (lot #: 140121130) was checked. It was found that the screw fixing the apex release grip was missing. It is unknown when it was detached. Possible corresponding screw was found on the operation floor. This screw will be returned with the delivery system; however, if it is not relay plus screw, please send it back to us. It could be a part of surgical tool and we need to return it to the hospital."

Manufacturer narrative:
This emdr was originally submitted through the test emdr system on 10/20/2015 instead of the production emdr system due to issues my firm encountered when enrolling in emdr. This report reflects the date in which the report was resubmitted to the production emdr system of the database following advice from FDA's emdr help desk. However, as per the attached acknowledgement, the original report was submitted on 10/20/2015.